Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The manufacturing history was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no manufacturing related root cause could be determined.

Event description:
The orsiro drug-eluting stent system was chosen for the treatment of a severely calcified lesion in the lcx. After pre-dilatation it was attempted to inflate the delivery balloon of the orsiro stent system but the balloon could not be inflated completely at 8 atm. The pressure was increased up to 16 atm and the deployment was successful. Due to the inflation issues a balloon pinhole was suspected.